Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4).

Event description:
"Literature article entitled, ¿uncemented custom femoral components in hip arthroplasty: a prospective clinical study of 191 hips followed for at least 7 years¿ by pål benum and arild aamodt, published by acta orthopaedica (2010), vol. 81, no. 4, pp. 427-435, was reviewed. The purpose of this study is to review the design and efficacy of a custom femoral stem designed by the authors, implanted between 1995-2009, 7 years after primary surgery. The femoral component was a custom device designed and manufactured by a competitor. The authors used a variety of acetabular components and femoral heads manufactured by depuy and competitors. Implanted depuy products: articul/eze and biolox femoral heads. Duraloc cup with polyethylene liner, charnley, and charnley elite plus ogee polyethylene cups. The charnley cups were cemented with unknown cement. The authors also used competitor cups, heads, and liners. Results: the results for the competitor femoral stem are not included in this complaint. The authors do not specify device manufacturer with listed adverse events and patient harms. 2 deep vein thrombi due to femoral fracture caused by fall accidents- treatment is unspecified. 4 nerve lesions verified by neurophysiological evaluation- no treatment specified. 2 lesions were gully healed by final follow-up. 2 cases of hip instability treated by cup revision 3 cases of dislocation treated with closed reduction 4 liner exchanges due to polyethylene wear. 4 surgical explorations to identify the cause of unexplained pain. The cause of the pain was not discovered. No devices were revised, and treatment was unspecified. 1 heterotopic ossification treated with excision of the ossified tissue. Captured in this complaint; acetabular cup: implant dislocation. Duraloc locking ring: no reported product problem. Acetabular liner: implant bearing wear. Femoral head: implant dislocation. Patient harms: pain, nerve injury, deep vein thrombosis, joint instability, joint dislocation, extraskeletal ossification."